Event description:
It was reported that that a small amount of leakage was seen at the engagement of bifuse extension set during an infusion of chemotherapy cyclophosphamide through secondary set. The medication was being administered using a non-bd infusion pump. It was noted that the rn had to put absorbent pads underneath the extension set due to the clinician¿s previous experience of leaks regarding the same tubing. The certified nurse educator (cne) attempted to replicate the leak, but unable to do so and instead, recommended that in future, to use the sets with caution and to have an absorbent pad underneath, in case of leaks. The treatment was delayed for about twenty minutes to allow for event reporting to cne, documentation, and replacement of the tubing. There was no patient impact. The event occurred at the oncology unit.

Manufacturer narrative:
The customer complaint of tubing set leaked at y-site was confirmed. A photo provided by the customer shows fluid leaking from the tubing to the inlet port of the 3-way connector. Device history record for model me1247 lot 18085986 shows that the set was manufactured on 10 august 2018 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient is an adult

Event description:
It was reported from (B)(6) patient centered care (pcc) 8 south oncology unit that the y-site junction of the bifuse extension set had leaked cyclophosphamide. It was noted that the treatment was delayed by 20 minutes to allow for reporting, documentation, and replacement of tubing set. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction on follow-up(1): g.4 (05/13/2020).

Event description:
It was reported that that a small amount of leakage was seen at the engagement of bifuse extension set during an infusion of chemotherapy cyclophosphamide through secondary set. The medication was being administered using a non-bd infusion pump. It was noted that the rn had to put absorbent pads underneath the extension set due to the clinician¿s previous experience of leaks regarding the same tubing. The certified nurse educator (cne) attempted to replicate the leak, but unable to do so and instead, recommended that in future, to use the sets with caution and to have an absorbent pad underneath, in case of leaks. The treatment was delayed for about twenty minutes to allow for event reporting to cne, documentation, and replacement of the tubing. There was no patient impact. The event occurred at the oncology unit.

Manufacturer narrative:
Corrections: updated b3 ,b5, and additional information added to: d11.

Event description:
It was reported that that a small amount of leakage was seen at the engagement of bifuse extension set during an infusion of chemotherapy cyclophosphamide through secondary set. The medication was being administered using a non-bd infusion pump. It was noted that the rn had to put absorbent pads underneath the extension set due to the clinician¿s previous experience of leaks regarding the same tubing. The certified nurse educator (cne) attempted to replicate the leak, but unable to do so and instead, recommended that in future, to use the sets with caution and to have an absorbent pad underneath, in case of leaks. The treatment was delayed for about twenty minutes to allow for event reporting to cne, documentation, and replacement of the tubing. There was no patient impact. The event occurred at the oncology unit.